Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed a pump error. Customer reported that the insulin pump failed the self test after insulin pump rewind. Insulin pump error table indicates pump needs to be replaced. No harm requiring medical intervention was reported. Replacement insulin pump has been sent. Insulin pump will be returned for analysis.